Event description:
It was reported that the charger intermittently failed to charge the ilet unless the user manipulated the cable connection, and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included technical support troubleshooting with user education. Investigation of this case revealed a suspected faulty charger/cable connection consistent with intermittent charging behavior. It was concluded that, based on previously established findings for similar reports, the event was related to a device component malfunction of the external charger and did not result in patient harm.